Event description:
During a review of programming and diagnostic history in the programming history database, it was observed that high lead impedance resulted from a systems diagnostic test when the pt's device was tested in 2005. Diagnostic tests performed at initial implantation surgery were within normal limits. The info obtained from the review of diagnostic history revealed that high lead impedance resolved in (B) (6)2006 and has remained within normal limits up through the available data, which is up to (B) (6)2006. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history. Device failure is expected, but did not cause or contribute to a death or serious injury.